Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2011 and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same patient involving two separate products; associated MDR numbers 1225714-2014-01388, 1225714-2014-01389, 1225714-2014-01390 and 1225714-2014-01391.